Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to infection. The system was explanted. During the procedure, the tip of the left ventricular lead broke off and was stuck in the coronary sinus. The physician decided to leave it in place and give the patient antibiotics. The patient was recovering. Related manufacturer report: 2017865-2020-00582.